Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed failed battery test and then off no power. The customer's blood glucose level was 135 mg/dl. The customer was shipped a replacement battery cap and was advised to call back when he received it to troubleshoot. Nothing was replaced or returned.